Event description:
The lay user/patient contacted lifescan alleging that his onetouch ultralink meter was reading inaccurately high. The patient claimed that the results obtained on the subject meter were more than double of the results obtained on the patient's other meters (accucheck and bayer brands). The patient did not provide exact results from any of the devices. It is not known if the alleged issue caused the patient to develop symptoms or require treatment. This complaint is not being reported as an adverse event because no symptoms or treatment was reported. However, this complaint is being reported because the patient claimed that the subject meter was doubling the results obtained on other devices.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.